Event description:
Swan-ganz catheter placed in pt on (B) (6) 2010. Error message thermal filament. Performed troubleshooting per vigilance monitor recommendations. Catheter position okay per physician. Would not read cardiac output cable numbers for about 3 hours. Finally able to obtain cco numbers. Svo2 still reading on machine 30-405. Mixed venous gas 57. Om cable calibration done. Md pulled catheter and placed new catheter.